Event description:
It was reported to medtronic minimed that the customer experienced pump was exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-754wws. Troubleshooting was not performed. Mmt-754wws was requested and customer response was the device will be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Unit received with blank display. Unable to perform the displacement test, self-test due to blank display. Cut and open to perform visual inspection found moisture damaged electronic assembly. The test reservoir locked in place properly and no anomaly noted. Unit had scratched case, broken belt clip slot, cracked battery tube threads, stained address/serial number label and stained end cap sticker. Blank display due to moisture damage electronic assembly and broken belt clip slot, cracked battery tube threads confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.